Event description:
It was reported that during a total knee replacement procedure, a stryker tourniquet cuff was used with a zimmer pump. The cuff remained inflated, but did not prevent bleed through. The procedure was completed successfully with no tourniquet. No additional treatment or intervention was required.

Manufacturer narrative:
The cuff was not returned to the MFR for investigation. If additional info is received, a follow up report will be filed.